Event description:
While using the somnomed somnodent oral appliance for sleep apnea, when I woke up the next morning, part of the device was missing and had been swallowed during the night. It had broken off during the night. In addition, a piece of the device was loose and broke off while removing the device from my mouth.